Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one curved opening, wear abrasion, flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening and one striated opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: b5 d9 g2 h3 h6.

Event description:
Patient reported "right side deflation, and that the valve was defective." Healthcare professional reported "deflation that leaked from the valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side deflation, and that the valve was defective". Device has been explanted.